Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs. During prime/delivery test due to faulty back pressure sensor (gold). Unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm. Blood glucose level at the time of the incident was not provided. The customer reported that all of the device's settings had been deleted. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.